Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that she has been having blood glucose (bg) values in the 300-400 mg/dl range but is not specific on date/time, and states bg is not currently elevated. Patient denied symptoms and reports a1c was 9.5% at last health care provider (hcp) visit. She denies diet changes, weight changes, or site issues but cannot recall dates. Reportedly last saw hcp in may and he made changes to basal from 2.0 to 2.1 unit/hr but no other changes. Does not know the last time the I:c ratio was changed. Customer support (cs) reviewed setting and found all set as intended. Patient had changed date to 7.27.13 due to am/pm not changed. She received a replacement pump and cannot verify if she set time or was assisted. Patient removed battery after change to correct date/time and pump is holding time/date. Cs instructed patient to call back when she is having higher bg to troubleshoot pump. Patient denies issue is site but may be absorption issue. Cs referred patient back to hcp. The bg excursion does not meet the criteria for an adverse event. This complaint is being reported because the issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2013 device evaluation:the device has been returned and evaluated by product analysis on 10/30/2013 with the following findings:during investigation, the pump history was reviewed and showed a manual time and date change from 07/27/2013 at 03:03 to 07/26/2013 at 15:06. There were no alarms related to the complaint noted in the alarm history. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump successfully passed a 29 hour flow accuracy test; the pump was found to be operating within required specifications and delivering accurately. No alarms occurred during testing. The issue of inaccurate delivery was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.